Event description:
The device was used during a prostectomy procedure. Reportedly, the needle broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.